Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states customer tested 10.0 mmol/l on the mobile system at bedtime. Caller administered 0.3 units of unspecified insulin as a correction. At 03:00 the customer started cramping and having a seizure; the caller contacted an ambulance and tested her on the mobile system; the result was 27.0 mmol/l. The medical staff took a measurement with their own meter, but the result was not provided. Customer was treated by given "fruit sugar" from the caller and the medical professional. No admittance to hospital; customer's low blood glucose symptoms improved. About an hour after the incident the customer tested 7.0 mmol./l on the mobile system. Requested return of suspect device and replacement was sent.